Manufacturer narrative:
The returned ipg was analyzed and the complaint was confirmed. The ipg was in service for 161 days with an energy use index range which is in line with the expected range per the direction for use. However, besides high power usage, the devices longevity was reduced by a sudden and significant battery voltage drop during the implant procedure. The root cause has not been determined, but the proximal cause has been. The proximal cause of the reduced longevity is a high vh voltage. Vh is the voltage used to drive the stimulation and maintain compliance voltage at the electrodes. The root cause for the high vh state has not been identified. However, two possible hypothesizes present themselves. Either the compliance voltage algorithm has a, at this time unknown, failure mode that causes vh to be driven high for the required impedance load, or the impedance load was unexpectedly high and the compliance voltage algorithm correctly increased the vh drive voltage, to enable the stimulation. Given the log readings it would have occurred shortly after implant and before activation of stimulation. A compliance voltage algorithm failure mode is possible, however, both potential root causes are consistent with the available data.

Event description:
It was reported that the patient could no longer charge the implantable pulse generator (ipg) as the stimulator was at the end of service. The patient was a high energy user and the physician suspected ipg malfunction. The patient did not have exposure to electrocautery. The patient underwent an ipg replacement procedure and was doing fine post-operatively.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient could no longer charge the implantable pulse generator (ipg) as the stimulator was at the end of service. The patient was a high energy user and the physician suspected ipg malfunction. The patient did not have exposure to electrocautery. The patient underwent an ipg replacement procedure and was doing fine post-operatively.